Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery, followed by a motor error alarm. The blood glucose reading was 345 mg/dl. The customer stated that she changed the infusion set after the first no delivery alarm, after which she received another no delivery alarm. After the second one, she received the motor error alarm during a bolus delivery. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.